Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized high blood glucose on (B)(6) 2020 at night time. Customer's blood glucose level at the time of hospitalization was over 600 mg/dl only what machine read and ambulance read same thing and was marked it as 600 mg/dl. Customer had difficulty in breathing. Customer declined to perform a care link upload. Customer stated they had a urinary tract infection. Customer went through troubleshooting for high blood glucose as her insulin pump can detect an occlusion as she had been got the insulin flow blocked alarms. Customer stated that she had low blood glucose 35 mg/dl and had to go to hospital. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was in emergency room as a result of low blood glucose. Customer was hospitalized on (B)(6) 2020 with blood glucose level of 35 mg/dl. Customer was experienced shaking, sweating, weakness and fatigue. Customer was unable to complete care link upload. Based on customer report customer did not allege insulin pump was over or under delivering. The insulin pump will not be returned for analysis.